Event description:
Information received indicates that during insertion of the distal arm of the mesh to the left there was bleeding from the foramen obturator. Dissection and introduction of the needle occurred within a very short time frame, hence the causal factor cannot be identified with certainty. They removed the mesh, stitched the incision. Patient was given 2-3 units of blood. Patient developed a para-vasicular hematoma on the left, with spontaneous emptying/resorption and recovery. Patient is fine. Resolved in 2009.